Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently rapidly depleting. At the time of the report, the pump battery was at 80% and depleted all the way to 1% in less than 2 hours. The customer stated the pump was plugged in when the battery depleted. There was no impact to the customer's blood glucose level. Upon reviewing the pump data on t:connect, tandem technical support confirmed that the battery depleted from 85% to 5% in less than half an hour. The customer stated the pump would continue to be used for insulin therapy.